Event description:
(B)(4). All of these have been going on since having essure placed in (B)(6) 2012. Migraines, no meds will help, last usually a day or two, sharp pains on right side around hip bone area. Mood swings. Tired most of the time. Expanded abdomen bloated. Some times extreme blood on cycle and sometimes not very much at all. Huge clots at times the size of golf balls and a few that were the size of a baseball. Unexplained fevers before starting cycle.